Event description:
Consumer reports concern with the readings they are receiving with their bd logic meter. Analysis run on clark error grid using mean average reading (253) as ref point vs. Bd readings (520, 104, 80) yielded data points in the c/d range of the grid, outside acceptable limits.